Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level over 500 mg/dl. Reportedly, the customer absorbs insulin faster than the preset 5 hour duration on the control iq. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.